Manufacturer narrative:
The lcd screen issue was confirmed during a visual inspection of the returned autopulse platform. The root cause is due to a defective processor board likely due to aging. The autopulse fail the initial functional test due to the screen issue, thus confirming the reported complaint. Visual inspection was performed and found damaged top cover, front enclosure and battery lock, unrelated to the reported issue. To remedy the damage, the top cover, front enclosure and battery lock were replaced. The autopulse platform is a reusable device and was manufactured in april 2009 and is 10 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Upon customer approval, the damaged parts will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during a shift check, the autopulse platform (sn (B)(4)) screen lcd displayed unreadable text upon powering on. No patient was involved.